Event description:
It was reported that during implant, the pacing lead did not pass easily through the sheath. The sheath was peeled away. A second sheath was use, but the physician had the same sensation like the lead was too tight. The lead was kinked and was not implanted. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was distorted; there was blood in/on helix/lobe mechanism, and lead damage at implant.